Manufacturer narrative:
(B)(4).

Event description:
It was reported that after pacemaker implantation, the device was found to be in back up vvi during interrogation with a programmer. The device was restored to normal function. There where no adverse consequences for the patient.